Event description:
1) a cuff leak of the tracheostomy cannula was observed during use afer 26 to 27 days of use, by an allowed usage time of 29 days. 2) no health effect to the patient occured. The tracheostomy tube with the cuff problem was changed or an early decannulation done.

Manufacturer narrative:
A theoretical investigation was conducted, as there were no photos and no goods available. All cuffs of the tracheostomy tubes are subjected to a 100% test as part of the quality inspection during production. Leaking products are discarded. However, the problem occured at the last days of the allowed usage time of 29 days at day 26/27. It is therefore confirmed that the product was originally in perfect condition, including a tight cuff-system and a working cuff inflation via the inflation it can be assumed that sharp-edged structures in the area of the cuff have led to the leakage during use. Nevertheless, the cause cannot be conclusively determined due to the missing goods.